Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life w/ damage) issue. It was reported that the batteries were not lasting as long as expected and that the battery compartment was cracked. There was no indication that the issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the 01-aug-2018 with the following findings: a review of the alarm history showed frequent low battery warnings. The pump electrical current draws were tested and were within specifications. The battery compartment was cracked alongside of the pump. The alleged short battery life issue was not duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.